Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that customer received a critical pump error warning. Customer was wearing insulin pump in pants. Customer's blood glucose was 8.7 mmol/l. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Unit passed the displacement test, rewind, prime/seating test, basic occlusion test and force sensor test. No unexpected critical pump error noted. However, unit received with high sleep current due to moisture damage on electronics assembly. Unit received with moisture damage noted on motor, vibrator motor assembly.